Event description:
This deimpulse generator was returned to manufacturer for analysis, medwatch report number: 1644487-2010-01776. It was reported that the patient had their vns explanted due to being seizure free. It was not replaced. An end of battery condition was duplicated in the product analysis laboratory. However, while diagnostic testing results indicated the estimated time to eos was 2 month (at the settings obtained from the programming history database), data in the diagaccumconsumed memory locations revealed that only 52.036% of the battery had been consumed (with a battery voltage of 2.453 volts). The observed low battery voltage is due to an increased current drain consumption when the device is programmed to conditions whereby compliance voltages greater than 10.5v are required. Results of diagnostic testing indicated the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications, except for a measured battery voltage of 2.528 volts which is below the minimum per specifications of 2.6 volts. This is an expected event since the battery is partially depleted.